Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the tavr physician attributed the perforations to the guidewire, a non-edwards device. It was unclear if the edwards delivery system was on the guidewire at the time of the perforation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure a perforation of the left and right ventricles occurred causing a pericardial effusion that required drainage. The event was attributed to the guidewire. Per report, a 23 mm sapien 3/commander delivery system were prepared in normal fashion. A bav was performed with a 20 x 4mm edwards balloon under rvp. The valve was deployed under rvp landing in a 70:30 position (aortic). The post deployment echo showed trace pvl and no central ai. Shortly after a new pericardial effusion was noted on echo (small to moderate) with climbing cvp and some instability in the patient. The CT surgeon decided to perform a "pericardial window" via a subxiphoid incision to drain the effusion. The effusion improved and the patient was transported to the cvicu intubated with a pericardial drain in stable condition. 90 minutes post procedure, the patient showed hemodynamic changes on the unit and continuous blood loss in the canister (via the pericardial drain). The cv surgeon decided to take the patient to the cvor for an "exploration" of the chest. A small hole in both the left and right ventricle was discovered by the surgeon and repaired. The patient was then transferred back to the unit in stable condition for recovery. The guide-wire is the suspected source of the perforation. No issues with the actual valve deployment was noted. The perceived root cause by the primary operator was that this perforation was caused by the guide-wire.